Event description:
It was reported that a patient using an ilet pump experienced a low blood glucose of 40 mg/dl after receiving correction doses, without recent physical activity, medication changes, or supply issues, and the event was attributed to an unclear cause while the pump was early in its learning period. Symptoms included hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.